Manufacturer narrative:
The autopulse platform was returned to zoll (B)(4) for evaluation, however the customer's reported complaint was unable to be duplicated. The device was able to perform compressions continuously for 30 minutes and the brake gap was normal. Investigation is still in progress and a supplemental report will be filed once investigation has been completed.

Event description:
It was reported that during a device check, the autopulse platform displayed a user advisory (ua) 29 (loss of brake connectivity) message. There was no report of any patient involvement. No additional details were provided.